Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Info received reported that the pt was experiencing nerve pain in the abdominal area. She was taken to surgery to remove the lead and rule out possible lead compression on the nerves. Inspection of the ins revealed fluid and blood in the header block underneath the silicone on the front of the ins. Surgeon was able to press on the silicone and see the fluid move around underneath the silicone. The ins and the lead were removed and will be returned to the MFR for analysis. The surgeon's original plan was to remove the lead and see if the pain resolved and re-implant a new lead at a later date. No mention was made regarding what the plan is now. Pt recovered without sequela. Add'l info has been requested and if received a f/u report will be sent.